Event description:
Plaintiff alleges being diagnosed with latex allergy and has therefore developed a life threatening immediate hypersensitivity to latex. As a direct and proximate result of this hypersensitivity, plaintiff alleges suffering severe pain and suffering, expenses for medical care and treatment, wage loss and loss or earning capacity, mental strain, emotional stress and the loss of enjoyment of life. Plaintiff's husband, alleges that he has suffered the loss of support, services and companionship of his wife.